Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. A manual test was performed and speaker sounded. A manual drop test for intermittency was performed and the test passed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the patient experienced an intermittent audio alert and a hypoglycemic event. Patient reported that she was at a store pushing a cart and her knees started to buckle. Bystanders encouraged patient to sit on the floor and a bystander called an ambulance. The ambulance workers stated that her blood glucose (bg) was 30 mg/dl. Patient was taken to hospital where she was received with a bg of 45 mg/dl. Patient was monitored and not treated. Patient was released from hospital the same day. It is not known how the low event was treated. Patient alleges that the event was due to not hearing an alert. Additionally, the patient tested the alert function of the receiver and the audio alert did work. At the time of contact, patient is fine. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was charged and rebooted.